Event description:
It was reported that the device was exhibiting high thresholds. The patient presented to the hospital after receiving inappropriate shocks due to noise. It was not determined which device contributed to the noise. Hence, both the ICD and lead were replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment and was found to be normal. No anomaly found. The cause of the reported noise was found to be due to a lead anomaly.